Manufacturer narrative:
The device was not returned to zoll; a field representative tested the device and the multi-function cable was replaced to resolve the malfunction. Further testing of the multi-function cable was not able to replicate the customer's malfunction. The cable was scrapped subsequent to testing. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device's associated multi-function cable did not function. Complainant indicated that there was no patient involvement in the reported malfunction.